Manufacturer narrative:
(B)(4). Date sent: 11/29/2017. Batch # p57u0d. Device evaluation: the analysis found that one plee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. A gst60w cartridge reload was present. The cartridge was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. Event could not be confirmed as the device closed and opened without any difficulties noted. Once the device completed the firing sequence the knife returned home automatically as intended. The knife reverse button force worked properly during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure the knife blade would not return after successfully completing the second firing with a white gst reload. It was not noted if any buttressing material was being used. The powered reverse button did not work to return the knife. Manual override was used to remove the device from the patient. It was not noted how the procedure was completed. There were no patient consequences reported.